Event description:
Pt reported the menu button on the infusion device defective and does not always respond. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.